Manufacturer narrative:
One opened and used balloon was rec'd noting the balloon to be split longitudinally 3cm overall length. Dried contrast media was noted on and inside the balloon. No scrape or punctures were identified on the balloon. Customer was contacted for more info, customer indicated as soon as the physician began to inflate the balloon, "it immediately burst." Two balloons from two separate lots were pulled from stock for examination. Each balloon was filled with water and pressure was applied until rupture; well above burst pressure. The balloons were noted to have clean egdes at the point of rupture, which was consistent with initial complaint. Over-inflation has most likely caused customer's difficulty. Customer indicated the physician commented "the ureter looked good" concerning pt's current stratus. Physician also stated that a stent would be left in as a precaution - did not indicate how long. Should any add'l info become available, it will be forwarded.

Event description:
"The dr inserted the balloon and attempted to inflate and it burst and lacerated the ureter. He dilated the ureter with another aubs-5-4, inserted a ureteroscope, saw the tear and placed a stent. The dr stated the pt will have to be brought back at a later date to finish the procedure."